Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. It is unknown which type of infusion set was in use at the time of the event.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The patient observed air bubbles in the infusion set tubing. The patient's blood glucose level was 356 mg/dl and increased to 365 mg/dl. The type of treatment given to the patient at the hospital was unknown. It is unknown how long the patient was in the hospital. The infusion set lot number was not provided. It is unknown which type of infusion set was in use at the time of the event. Return of the suspect device was requested for evaluation.